Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that during implantation, there was a "power cable disconnected" alarm on the heartmate touch and there was a flashing indicator near the black power cable on the system controller. After implantation, the backup battery was installed and the power source changed to the batteries, black power cable connector was examined inside, but the alarm still existed. The patient was transferred to the intensive care unit (ICU). The black power cable connector was examined again, but no visible damage of pins was found. After the system controller exchange, there was no alarm during the powering from batteries and power module. The photos of the faulty controller serial number, the photos of the place where the power cables were attached to the controller case, it looked to be asymmetric, and log files were attached.